Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices related to this event and no non-conformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The system was explanted. Follow up report indicated that the patient is currently doing great.